Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. We reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 04/30/2013. The strip lot #d190521-1 was manufactured on 05/21/2019 and expired in 05/21/2021. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips with our in house meter and control solution. The control solution tests for level low were 60/56 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 220~330 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 9:30am at home. Caller stated that the end-user tested his blood glucose when he woke up and received a result of 96mg/dl , his normal range for that time of day is around 90-95mg/dl. Caller stated that the end-user took his morning medications and she left. Upon returning home she stated that the end-user was passed out on the floor. She then called ems who arrived within 20minutes, they checked the end-users blood glucose with their meter and received a result of 30mg/dl. Ems hooked end-user up to an IV to administer a glucose solution. Caller stated that they ems did test to ensure the end-user was not having a stroke. No other treatment or tests were performed by the ems. The end-user was not transported to the hospital. She also stated that no other treatment or tests were performed. No additional information was provided.